Event description:
It was reported that there was an infection of the connector at the implant site. The connector and implantable neurostimulator (ins) had been removed and all the system had been re-implanted on the other side. There was a new ins and connector on the right side and the patient had received treatment with ofloxacin of 400mg. The outcome was resolved completely.

Event description:
The patient had required hospitalization or prolongation of existing hospitalization. It was possible/probable/certainly related to surgery and the system.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).